Event description:
N/a.

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The swivel adaptor was cross threaded into the threads of the large starburst. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00252.

Event description:
This is 1 of 2 reports. A customer reported with that the a3059 mayfield composite series skull clamp side lock for pivot was cross-threaded. There was no known patient injury nor delay in surgery.